Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Three or four weeks post-operatively, the patient had a vaginal mesh exposure. The sling procedure was performed under local and sedation. The surgeon used xylocaine 2% with epinephrine, diluted in sodium bicarbonate.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.